Manufacturer narrative:
Section b1 and d4 (model number, serial number, UDI): correction. Section d4 (expiration date), d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of red heart alarms can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number: (B)(6) and contained events recorded from on (B)(6) 2020. There were low flow hazard events/alarms recorded from may 2 11:18 pm to on (B)(6) 5:35 am associated with flow values below 2.5 lpm. The recorded voltage levels suggested that the system was powered by a mpu. The data captured on (B)(6) at 6:41 am indicated that the driveline was briefly disconnected and reconnected and at 9:54 am the controller was exchanged. The system controller was functionally evaluated, and the investigation determined that the controller was operating as expected. A full functional test was performed, and the system controller passed all test steps. The investigation was unable to determine a correlation between the returned controller and the low flow events captured in the log file. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The labeling addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily (caring for the system controller power cables, daily safety checklist) (what not to do: driveline and cables, daily safety checklist). Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a red heart alarm on the controller during the night while supported by the power module. The patient exchanged the controller successfully and the vad coordinator will check during a routine visit. The patient was asymptomatic. No further alarms occurred after the exchange.